Manufacturer narrative:
The customer reported that their multigas unit displayed a "gas device error". The customer could not confirm nor deny if the device was in patient use at the time. No harm or injury was reported. They will be sending this unit in for an exchange.

Event description:
The customer reported that their multigas unit displayed a "gas device error".